Manufacturer narrative:
An event regarding pain involving an unknown securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: a review of the device history records could not be performed as no lot ID was received. -complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened. Not returned to manufacturer.

Event description:
It was reported that patient had right hip revised due to thigh pain.